Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
After physical examination of the returned product and simulation performed, no defect and/or manufacturing related condition was observed that could have caused the reported failure. No water (fluid) residue was observed inside the handle which could have caused the unit to malfunction and/or continuously activate during surgery. The unit passed all the visual and functional tests and were operating normally during the simulation performed, therefore, defective probe can be ruled out as a possible contributor. Scratch marks were observed on the insulation and lumen. The wear marks on the insulation are concentrated on the right side of the probe (electrode facing forward). The insulation was torn on the right side of the probe however, no exposed lumen portion is observed. Therefore, based on the returned unit¿s evaluation, the activation history, device history record plus nc review, the information provided on the case, the most probable root cause for the reported is user related. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the distal end of the handle, about half an inch up the wand handle, became extremely hot and burned the patient.

Event description:
It was reported that the distal end of the handle, about half an inch up the wand handle, became extremely hot and burned the patient.